Event description:
On attempting to deploy the top cap, the proximal trigger wire could not be removed. The doctor phoned the rep for advice as she was not in the case. The rep suggested per IFU to undo the pin vise and pull the top cap down slightly to remove the tension from it. The doctor did this and with a huge amount of tension in pulling the wire it eventually came away. Additional info received on (B)(4) 2010: after discussions with the radiologist, he stated that the pt's anatomy was within IFU criteria, ie, there was a slight anterior and right facing neck. He placed the device over the lunderquist wire and into position within the aorta. He then deployed the stent to release the contralateral limb and then checked the top stent position. He unscrewed the trigger wire release knob and found he could not remove the collar which was stuck. He pulled harder to pull off the collar which buckled the graft. He then contacted the rep for advice and looked for the trigger wire release info he was given last year. The rep suggested pulling down the top cap slightly as above to release the tension per IFU and he pulled the collar harder and eventually the collar came off. The stent was left in situ, the introducer was removed.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings and precautions, the correct deployment procedure. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location relative to the top cap. Location of this etch mark is verified on each device. Changes were implemented to the loading procedures that will possibly prevent damage to the trigger wire. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on 02/06/2009. A copy of the operative angiogram was returned to assist with this investigation. The device or preoperative imaging were not returned to assist with this investigation, without any additional info, no conclusion can be drawn. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar incidents.